Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03774 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used two single-toothed tenaculums around the sheath. At one minute and thirty seconds into ablation, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a slight burn externally at 6 o'clock area of the cervix. Silvadene cream was applied to the burn area. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information as of july 06, 2016. The hydrothermablation (hta) procedure performed on (B)(6) 2014.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03774 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6), 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used two single-toothed tenaculums around the sheath. At one minute and thirty seconds into ablation, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a slight burn externally at 6 o'clock area of the cervix. Silvadene cream was applied to the burn area. An additional attempt has been made to obtain follow up event details with no response from the clinician.